Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/09/2015 with the following findings: black box shows evidence of time/date reset after 5min of power on reset on 11/02/15, the pump powers up to a dim and reddish display contrast. The battery compartment is cracked below the finger pad. ¿ez-prime¿ steps were performed correctly the pump¿s cover was removed. The master ping signal was found missing at the pin2 of the u38 watchdog chip, further inspection found moisture corrosion to the master processor circuit, the internal battery was inspected and was found to be leaking.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, leaking internal battery and dim display. This report is made based on the results of an investigation completed on 12/09/2015.